Manufacturer narrative:
The insulin pump passed the displacement test. The pump alarmed motor error during basic occlusion test and the pump was unable to prime during prime test due to loose drive support disk. No compromised force sensor system alarm was noted. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, scratched reservoir tube window, missing end cap sticker and missing drive support sticker. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that compromised force sensor system alarm 6 months ago and the drive support cap was not there. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer stated that the bumper sticker is falling off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.